Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome in (B)(6) 2007, augmentation mammoplasty in 2001, anemia, high cholesterol and chlamydia recurrent. Concurrent conditions included colonic polyp since (B)(6) 2007, vaginal discharge, constipation, diarrhea, nausea, cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have weight decreased ("weight gain / loss, specify which one: weight loss"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic mass ("tumor / teratoma / cancer, type: pelvic mass"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, pelvic mass and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic mass, pelvic pain and weight decreased to be related to essure (ess205). The reporter commented: her symptoms resolved after the (B)(6) 2012 surgery procedure: the coils on right side were four to five, and left side were four. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Pathology test: on an unknown date: there are no myomatous nodules or other lesions. There are bilateral essure-micro inserts in the fallopian tubes. The right fallopian tube is tightly stretched across the surface of a cystic mass. The left ovary is 4 x 2.5 x 2 cm. The surface is convoluted yellow-tan. Sectioning shows a cyst that is 2 cm that has a smooth lining and contains serous fluid and a 1.5 cm corpus luteum.. Ultrasound scan vagina: in (B)(6) 2007: total bilateral occlusion. All good: tubes blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) (batch no: 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome in august 2007, augmentation mammoplasty in 2001, anemia, high cholesterol and chlamydia recurrent. Concurrent conditions included colonic polyp since august 2007, vaginal discharge, constipation, diarrhea, nausea, cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient was found to have weight decreased ("weight gain / loss, specify which one: weight loss"). In march 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic mass ("tumor / teratoma / cancer, type: pelvic mass"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, pelvic mass and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic mass, pelvic pain and weight decreased to be related to essure (ess205). The reporter commented: her symptoms resolved after on (B)(6) 2012 surgery. Procedure: the coils on right side were four to five, and left side were four. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Pathology test: on an unknown date: there are no myomatous nodules or other lesions. There are bilateral essure-micro inserts in the fallopian tubes. The right fallopian tube is tightly stretched across the surface of a cystic mass. The left ovary is 4 x 2.5 x 2 cm. The surface is convoluted yellow-tan. Sectioning shows a cyst that is 2 cm that has a smooth lining and contains serous fluid and a 1.5 cm corpus luteum. Ultrasound scan vagina: in january 2007: total bilateral occlusion. All good - tubes blocked. Most recent follow-up information incorporated above includes: on 10-dec-2018: plaintiff fact sheet received. Events dysmenorrhea, dyspareunia, pelvic mass & weight loss were added. Lot number, lab data, historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), abdominal pain lower ("cramping"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a robotic hysterectomy with extraction of essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: her symptoms resolved after the (B)(6) surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.